Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 90% stenosis, moderate calcification and mild tortuosity. Pre-dilatation was performed using a non-compliant balloon. The 3.0x28mm xience alpine stent delivery system (sds) failed to cross due to the anatomy. The shaft was noted to be kinked and the stent was fractured but intact. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d10, h3 it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.